Event description:
The patient used the suspect device to check their blood glucose and obtained a reading of 80 mg/dl. Patient then went into a diabetic coma. Spouse called the paramedics and when they arrived they checked their glucose and the level was 34 mg/dl. The emergency medical technicians administered a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.